Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged and the repositioning attempt was unsuccessful. The ra lead was removed and not replaced as the patient presented with atrial fibrillation (af). It was noted that the ra lead had multiple dislodgement events. No patient complications have been reported as a result of this event.